Event description:
The patient had a mitral valve replacement on 9/3/93 with a mitral valve. The patient was discharged home on 9/10/93. He was readmitted on 9/14/93 with massive mitral regurgitation. The patient was stabilized and taken to surgery on 9/17/93. It was noted by the surgeon that the pledgets were lying free in the left atrium and these were retieved. The sutures were still tied with knots intact put the suture material itself had ruptured.